Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number of quantities it was reported that the patient was hospitalized on (B)(6) 2026 due to a bent cannula, which led to hyperglycemia with associated symptoms including dry mouth, irritability, nausea, chest pain, and body aches. The patient's blood glucose level peaked at 368 mg/dl at the time of the event, and the patient was treated with exogenous insulin and manual injections. The patient was released from the hospital on (B)(6) 2026. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.